Event description:
It was reported that after unpacking of the 4.0x18 mm rx vision stent delivery system, the stent implant was observed to be dislodged from the distal end of the balloon. The device was not used on the patient. No resistance was felt during removal of the protective sheath. A new same sized vision stent was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.